Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a failure of a diode, designator cr1.

Event description:
The customer initially reported that their device had logged an event code and was out of calibration. Upon an evaluation of the device by physio-control, it was observed that the device could not deliver defibrillation therapy because it would not detect a connection through the paddles lead.there was no patient use associated with the reported failure.